Event description:
(B)(6) 2005, a (B)(6), male, pt, underwent abdominal aortic aneurysm repair. A zenith aaa endovascular graft bifurcated main body and two zenith aaa endovascular graft iliac legs were implanted. (B)(6) 2005, type iii endoleak showed on 1 month post procedure f/u; however, an angiogram was performed in ap-lat-obl (ap-lateral-and oblique) views showing no evidence of an endoleak. (B)(6) 2011, a prominent endoleak was detected which appears to arise from proximal aspect of right limb (iliac) and extends superiorly measuring up to 5cm transversely, over 5cm in ap dimension and over 6cm craniocaudally - appears to arise from the junction of the right sided limb of the aortoiliac stent graft and a larger right common iliac artery stent extravasation extends proximally over right lateral aspect of the graft. Pt will have the endoleak repaired (B)(6) 2011 by either relining the graft, relining the right limb only or the entire graft. The physician has not decided as to which way he will go as of yet. Add'l info received (B)(6), 2011 - the rep indicated it is not a type iii endoleak it was a type ib endoleak. Add'l info received (B)(6) 2011 - upon performing an angiogram on both limbs the physician ascertained that in reality we were dealing with a type ib endoleak of the left limb. It was repaired by placing another iliac leg graft. Ballooning was done and final images showed no endoleak.

Manufacturer narrative:
(B)(4) add'l surgical procedures are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.